Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 15 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that initially the procedure outcome was fine. A spinal drain was performed prior to the endovascular procedure. The spinal drain was removed in the patient care unit; however, the patient developed paralysis during the night. The spinal drain was reinserted and resolved the paralysis. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention) - evaluation results, conclusion: other (unknown cause of temporary paralysis).